Manufacturer narrative:
Describe event or problem: corrected the aneurysm size.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt2815/7819874 and tgt2815/7243723). The patient tolerated the procedure without endoleaks present. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6) 2010, in one-month follow-up study, aneurysm diameter was 81mm. Endoleaks were not present. On (B)(6) 2011, in six-month follow-up study, a type ii endoleak was revealed. Aneurysm diameter was 83mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2011, in one-year follow-up study, it was unknown if endoleaks were present. On (B)(6) 2012, the patient was implanted with two non-gore endoprostheses to treat the type ii endoleak. On (B)(6) 2012, in two-year follow-up study, the type ii endoleak resolved. On (B)(6) 2013, in three-year follow-up study, a proximal type I endoleak was revealed. Aneurysm diameter had enlarged to 74x90mm. A wait-and-watch approach was taken to the endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt2815/7819874 and tgt2815/7243723). The patient tolerated the procedure without endoleaks present. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6) 2010, in one-month follow-up study, aneurysm diameter was 81mm. Endoleaks were not present. On (B)(6) 2011, in six-month follow-up study, a type ii endoleak was revealed. Aneurysm diameter was 83mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2011, in one-year follow-up study, it was unknown if endoleaks were present. On (B)(6) 2012, the patient was implanted with two non-gore endoprostheses to treat the type ii endoleak. On (B)(6) 2012, in two-year follow-up study, the type ii endoleak resolved. On (B)(6) 2013, in three-year follow-up study, a proximal type I endoleak was revealed. Aneurysm diameter had shrunk to 74mm. A wait-and-watch approach was taken to the endoleak.